Event description:
It was reported that the patient presented bedside next morning after implant in the hospital prior to discharge with high capture threshold exhibited by the left ventricular lead. Fluoroscopy revealed that the lead was dislodged. The lead was repositioned on (B)(6) 2023. The patient was stable.